Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and critical pump error alarm. Customer stated the display was not blank less than 30 seconds and did not returned. The customer removes the battery and stated the insert battery alarm was not display on the insulin pump screen. Customer stated that the battery compartment was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black customer returned pump for an alleged blank display and critical pump error (open book image) alarm found on (B)(6), 2022. The pump powered up properly after battery installation. No critical pump error (open book image) alarm noted during boot up. No blank display noted. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08680 inches. The pump was monitored for several days and no blank display noted. Successfully downloaded history files and traces using thus. Successfully downloaded comlink3 files using thus. No fatal alarms/errors in the formatted history file and long trace file noted. Per r&d engineer, there was no evidence of the critical pump error (open book image) alarm and no critical errors were found in the history/traces/comlink3 data. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted during the testing. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2022 21:37:26.000 (B)(6) 2022 02:19:16.000 to (B)(6) 2022 02:29:18.000 low battery alert was recorded and found in the formatted history file on: (B)(6) 2022 16:24:00.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2022 01:55:00.000 and (B)(6) 2022 02:05:00.000 failed batt/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2022 21:40:29.000 (B)(6) 2022 02:20:09.000 and (B)(6) 2022 02:20:15.000 replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2022 02:26:00.000 power loss alarm was recorded and found in the formatted history file on: (B)(6)2022 02:28:07.000, (B)(6) 2022 02:28:18.000 (B)(6) 2022 02:30:24.000 and (B)(6) 2022 02:30:34.000 upon checking on the power data/detail trace file, low battery alert, replace battery alert /replace battery now alarm, failed batt/battery failed alarm and power loss alarm was expected since the battery has low/no power. The customer may have used a low/depleted battery. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.4 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Blank display and critical pump error (open book image) alarm were not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.